Event description:
It was reported that the analyzer was able to pace correctly, however, the r-waves was low despite changing the sensitivity. Although pacing pulses with the pacemaker captured, but no depolarization was obtained through any of the leads. The analyzer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).